Event description:
It was reported that prior to a photo selective vaporization procedure for bladder stone, the console was started, but then the device was turned off in order to switch the power supply. After that the console did not start up and it displayed error codes 641, 302.13, and 202.11. The console was rebooted, but the error codes did not clear. There were no patient complications. However, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed an inspection of the console and confirmed the error codes 641 (chiller serial not set), 302.13 (master control board hardware interlock bit) and error 202.11 (laser power supply hardware interlock), thus, confirming the reported event. The fse inspected the console and found a water leak, which was sealed. The chiller was replaced and the software reloaded, and the issue regarding the error codes was resolved. The console was working within specifications. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and replaced the defective chiller, since the console prompted error codes related. Thus, the event reported was confirmed. The fse also checked the output and cooling water flow rate and adjusted the console output. After that, the console was working within specifications. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to a photo selective vaporization procedure for bladder stone, the console was started, but then the device was turned off in order to switch the power supply. After that the console did not start up and it displayed error codes 641, 302.13, and 202.11. The console was rebooted, but the error codes did not clear. There were no patient complications. However, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that prior to a photo selective vaporization procedure for bladder stone, the console was started, but then the device was turned off in order to switch the power supply. After that the console did not start up and it displayed error codes 641, 302.13, and 202.11. The console was rebooted, but the error codes did not clear. There were no patient complications. However, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed an inspection of the console and confirmed the error codes 641 (chiller serial not set), 302.13 (master control board hardware interlock bit) and error 202.11 (laser power supply hardware interlock). The error codes were displayed due to a an electrical and software issue of the console; therefore, the reported event was confirmed. The fse inspected the console and found a water leak in the chiller, which was sealed. Normally, during the installation of the device, the chiller would be programmed, and the system recognize the chiller was in place. The error codes were associated with a software issue, since the chiller lose its profile information, and the system could not read the chiller, and that lead to the errors. The fse reinstalled the profile information of the chiller and the issue was solved. However, the day after that, the profile information of the chiller was missing again. The fse checked the chiller and found an electrical issue causing the information lost. The chiller was replaced and the issue regarding the error codes was resolved. The console was working within specifications and passed the functional and electrical safety tests. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported during a procedure, the console did not start up and it displayed error codes 641, 302.13, and 202.11. The console was rebooted, but the error codes did not clear. There were no patient complications. However, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.